Manufacturer narrative:
The device was returned to zoll medical; the malfunction was observed and the main board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.